Manufacturer narrative:
B.7 added information that was inadvertently omitted from the initial report that was submitted. D.3 added manufacturer fax as it was inadvertently omitted from the initial report that was submitted. E.1 added initial report phone number and zip code extension as they were inadvertently omitted from the initial report that was submitted. The zip code was reported in an incorrect field on the initial report that was submitted and was added to the zip code field. E.4 selection was added as it was inadvertently omitted from the initial report that was submitted. The investigation was completed. Purge leak - pump: clinical details stated that there was purge fluid leaking from the red plug. Motor current and purge flow/pressure were stable. The decision was made to leave in the pump despite leak. Data log review showed stable purge pressure/flow throughout the case. The cause of the purge leak was not determined since product was not returned. Tachycardia: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. Hemothorax/chest tube bleed: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. The device history review was completed and the pump passed all post-sterile inspection checks.

Event description:
The complainant reported that multiple complications were encountered in conjunction with impella 5.5 support. Roughly four days into support, purge fluid was seen leaking from the red plug of the setup. Despite the leak persisting for over a week, the doctor opted to leave the pump in for ongoing support. The motor current, purge flow, and pressure remained stable throughout support. Around the same time as the reported leak, the patient had an episode of non-sustained ventricular tachycardia. The condition resolved following two boluses of amio. Six days later, the patient developed a hemothorax and chest tube bleed prompting an emergency washout. Support continued until the patient was successfully weaned from the pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.